Manufacturer narrative:
This file is related to (B)(4) (3001845648-2021-00595) - the stent was shredded and could not be advanced through the biliary duct. Device evaluation: the oa-10 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Documents review including IFU review: prior to distribution all oa-10 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for the oa-10 could not be reviewed due to unknown lot number. The instructions for use, ifu0096 which accompanies this device instructs the user to ¿the wire guide diameter and the lumen of the wire-guided device must be compatible.¿. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information stated a 0.025" wire guide was used. Summary: complaint is confirmed per customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Event description:
Per rep - (B)(6) 2021 - they were running the stent introducer down an .025 wire guide down the scope. They had a really difficult time advancing the stent introducer ((B)(4)). When the stent exited the distal end of the scope, the stent was shredded ((B)(4)) and could not be advanced through the biliary duct. They had to take everything out. The procedure was successfully completed with a different stent and a different introducer (different gpns). This complaint captures the incorrect wire guide being used with the stent introducer, the issue of the stent being shredded is captured in a separate complaint. Did any unintended section of the device remain inside the patient¿s body? -no if yes, please describe. Was the patient hospitalized or was there prolonged hospitalization? -no did the patient require any additional procedures due to this occurrence? -no if yes, please describe. Did the product cause or contribute to the need for additional procedures? -no if yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? -no has the complainant reported that the product caused or contributed to the adverse effects? -no please specify adverse effects and provide details. 2.1 for all complaints, ask: 2.1.1 does the complaint relate to: -device placement ¿ device placement ¿ device removal ¿ observation prior to patient contact 2.1.2 what was the target location for the stent? -common bile duct 2.1.3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. -climate controlled room 2.1.4 *what is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? -.025 x 480 cm cook metro direct wire from a preloaded dash sphincterotome 2.1.5 was the wire guide lubricated prior to use? N/a, yes, no -yes 2.1.6 *was the wire guide inspected for damage prior to use? N/a, yes, no* -yes 2.1.7 was the device at the center of the complaint inspected for damage prior to use? N/a, yes, no -yes 2.1.8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? N/a, yes, no -yes ¿ if yes, please indicate the procedure performed. -sphincterotomy 2.1.9 did the patient involved exhibit altered anatomy or tortuous anatomy? N/a, yes, no -unkr 2.1.10 * if not with the device in question, how was the procedure finished?* -the procedure was successfully completed with a different stent and a different introducer (different gpns). 2.1.11 what intervention (if any) was required? -none 2.1.12 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day -no intervention 2.1.13 were any other defects observed on the device prior to return (other than the reported complaint issue? Yes, no -no ¿ if yes, please detail any other defects observed. -n/a 2.2 for complaints occurring during use (once in contact with endoscope) also ask: 2.2.1 had a sphincterotomy been performed prior to this occurrence? N/a, yes, no -yes 2.2.2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? -olympus tjf-q180v, 4.2 mm 2.2.3 does your medical facility have a service/maintenance schedule associated with its endoscopes? N/a, yes, no -unkr 2.2.4 please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. -common bile duct ¿ if other, please specify. 2.2.5 *was resistance encountered when advancing the wire guide to the target location? N/a, yes, no * -unkr 2.2.6 *was resistance encountered when advancing the introduction system in place to the target location? N/a, yes, no * -yes ¿ how did the physician deal with this resistance? -kept pushing 2.2.7 how did the physician determine the length of the stent to be used for the procedure? -based on the length of the stricture 2.2.8 where was the stricture located in the duct? -distal common bile duct 2.2.9 *was the stricture dilated prior to placing the device?* -no ¿ if so, please indicate what device(s) were used. -n/a 2.2.10 *was resistance encountered when advancing the stent through the obstructed area? N/a, yes, no * -did not get the stent up that far 2.2.11 after placement, was stent position verified? N/a, yes, no -not placed ¿ if yes, please describe how. -n/a 2.2.12 please estimate the amount of time the stent was in place prior to this occurrence. -never in place 2.2.13 did any section of the device detach inside the endoscope or patient? N/a, yes, no -no ¿ if yes, please specify what section of the device broke off: -n/a 2.2.14 please indicate whether the device broke in the endoscope or in the patient. N/a, endoscope, patient -stent shredded in the scope 2.2.15 was the broken device retrieved? N/a, yes, no -yes ¿ if yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): -they just removed the scope and removed it manually from the scope. 2.2.16 were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) N/a, yes, no -no ¿ if yes, please indicate what modifications were made: -n/a 2.2.17 please indicate why the modifications were necessary. -n/a 2.2.18 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. -medivations biopsy cap 2.2.19 did the patient require any additional procedures as a result of this event? N/a, yes, no -no 2.2.20 what intervention (if any) was required? -none 2.2.21 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day -no intervention but procedure was completed in the same case 2.2.22 were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no -no ¿ if yes, please specify what was observed and where on the device it was observed. -n/a

Manufacturer narrative:
The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.